Event description:
On (B)(6) 2012, it was reported that this patient's device was displaying high impedance. Normal mode diagnostics indicated a dcdc code of 7, high impedance, and limit status for output current; however, the eri/eos indicator stated no. System diagnostics indicated unknown impedance, a dcdc code of 0, and a warning that impedance could not be assessed. It was also reported that the patient stopped feeling stimulation in (B)(6) 2011. There was no trauma or manipulation of the device. On (B)(6) 2012, it was reported that no interventions were planned and that the patient was doing well. X-rays were taken on (B)(6) 2012; however, they will not be sent to the manufacturer for review. System diagnostics were run again with the same results. No programming or medication changes preceded patient's failure to perceive stimulation. Additional follow up on (B)(6) 2012, indicated that patient could not feel magnet mode or normal mode stimulation. A battery life calculation was performed on (B)(6) 2012. The results indicated 3.31 years to eri = yes.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by this patient's neurologist that the patient's device was showing high impedance. It was stated that the patient's magnet and normal mode currents were disabled and have been off for 6-7 years. No additional relevant information has been received to date. No known surgical intervention has occurred to date.